Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) artery that was heavily calcified. The 2.75 x 15 mm xience alpine stent delivery system (sds) was advanced in an attempt to cross; however, it would not cross. During retraction of the sds from the anatomy the stent implant dislodged from the balloon. There was no resistance felt during removal of the sds from the anatomy. The stent implant was crushed against the vessel wall in the lesion using a 2.75 x 23 xience alpine stent. The procedure continued on successfully with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance and stent dislodgement appear to be related to calcification in the anatomy and the treatments appear to be related to circumstances of the procedure.